Manufacturer narrative:
The reported event of no external power alarms was confirmed via the log file; however, the no external power alarm occurred while connected to the mpu, and not while connected to battery power the mobile power unit (mpu) was not returned for analysis. A review of the submitted log file (B)(4) showed 256 events spanning approximately 1 day ((B)(6) 2019 per time stamp). When the patient was connected to the mpu, a no external power alarm activated at 11:03:31. The emergency backup battery (ebb) provided power to the system during this event. The alarm cleared when power to the system was restored at 11:03:35. Still connected to the mpu, a no external power alarm activated again at 11:04:53. The ebb provided power to the system during this event. The alarm cleared when power to the system was restored at 11:04:58. Pump operation was not affected. The root cause for no external power alarms was not conclusively determined through this analysis. The patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called after controller displayed a no external power while connected to fully charged batteries. A log file analysis revealed multiple no external power events while connected to the mobile power unit (mpu). The account stated no information regarding the patient's mpu was available and that the issue was no longer occurring. No further information was provided.